Manufacturer narrative:
Corrected sections b3 and b4.

Manufacturer narrative:
Correction to section b4 evaluation of the treatment tip found no issues related to this event. Data-card evaluation did not confirm customers report of ¿tip too warm¿ error occurring during treatment. A review of the manufacturing records showed all requirements were met. The system was working within specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information burns and blisters are known possible adverse patient reactions to thermage flx treatment.

Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The patient''s wound recovered well but was pigmented. Patient will undergo additional laser treatments to solve the pigmentation problem.

Manufacturer narrative:
Based on the evaluation of the data, the system and hand-piece perform as expected. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Evaluation of the tip was performed and the tip passed visual and thermistor testing. Tip failed leak testing. No functional testing was performed due to tip time limit being reached. Additional information has been requested but not received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported a burn following a thermage laser treatment. Treatment was performed across the entire face of the patient at a maximum power of 3.5. The patient was administered ultracet prior to the treatment. During the procedure the physician noted a tip too warm error message on the system display. The treatment tip was inspected prior to the procedure and every 50 pulses throughout the treatment and no issue was noted. 60ml of cryogen and coupling fluid was used during the treatment. The physician reported that three days following the thermage treatment, they observed the burn and blistering on the left cheek of the patient. No medication or treatment was prescribed by the physician; however, the patient is using sulfazine. The physician indicated there will be permanent damage or scarring. Additional medical information has been requested, but not yet received.